Event description:
The patient was revised because of loosening of the tibial tray, possibly undersized.

Manufacturer narrative:
No product was returned for examination. Product information required to retrieve the device history records for reviewing and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported without the product to examine and insufficient information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.